Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported sutures coming out during knot advancement could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Exemption number e2019001.

Manufacturer narrative:
The additional proglide devices referenced in b5 are being filed under separate medwatch report numbers. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of the two proglides were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was completed. Reportedly, the sutures of the proglide devices came out when advancing the knot with the knot pusher. The sutures of four additional proglide devices were deployed and the sutures also came out when advancing the knot with the knot pusher. Hemostasis was achieved with three additional proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.